Manufacturer narrative:
Not possible to followup on the injury report.

Event description:
Sever headaches, vision loss, nause/vomiting, painful muscles and joints, memory loss, anger, agitation, continual depression, dizziness, confusion, inability to focus after ect treatments in 2016.